Manufacturer narrative:
Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received in with no apparent physical damages found. Functional tests: connected to 60psi (pounds per square inch) and powered on using the settings the device was received with. Ran device for 1 hour. Unable to confirm complaint, the device cycles as intended mechanically and electronically. Possible intermittent issue due to wear and tear on sixteen year old device and preventive measures were taken. A device history record (DHR) review was not performed as the complaint could not be confirmed. Replaced the oscillator as a preventative measure. Installed MRI battery, sintered filter, and o-rings for the preventative maintenance (pm). Replaced flow block assembly due to calibration failure. Adjusted frequency control to tolerance. Performed preventative maintenance (pm), cleaned unit and affixed new service label. Device passed all functional and delivery tests.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator shut off while in use with a patient. Staff noticed the unit stopped working after 20 minutes and then bag valve mask was used until the patient was ready to transport to a hospital from the emergency center. Patient was being monitored during ventilation by ge dash monitor. He was transported to a hospital from the emergency center. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.